Event description:
The lot number, printed on the strip vial, has smeared. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.